Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and it was not working. The blood glucose level of the customer was 250 mg/dl. The customer stated that they replaced the battery but the screen was still blank. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Device had cracked lcd window, cracked case at display window corners.